Manufacturer narrative:
No conclusive evidence has been provided that appliance was or was not improperly stored or used (e.g. Mechanical break due to unforeseen stresses by patient).

Event description:
According to patient who filed MDR report #mw5105743 dated (B)(6) 2021 and received by dynaflex from the FDA (not the patient and not the doctor) (B)(6) 2022: while using a dynaflex sleep appliance (his report says herbst but it was a dorsal), patient woke up gagging and without being able to breath. Patient woke up spouse who noticed patient appeared to be choking. Spouse performed the heimlich maneuver and a portion of the adjustable piece was apparently dislodged from the airway. Upon inspection by patient the adjustment mechanism separated from the mouth base and a hairline crack occurred at point of fixation. Note the patient did not contact his doctor until (B)(6) 2021 and the doctor did not contact dynaflex when informed of the incident. Instead patient requested that the appliance be repaired (which repair took place at dynaflex on (B)(6) 2022. Even when the appliance was sent in for repair, there was no notice of the adverse event to dynaflex so dynaflex did not have the opportunity to evaluate and investigate the appliance in the context of an adverse event. The left screw was re-attached as requested and sent back to the doctor so the patient could continue use of the appliance. The repaired appliance was delivered by the doctor on (B)(6) 2022 and "it fit well." This device was manufactured (B)(6) 2020 and has an expected life of 3 years absent improper use (e.g. Grinding, clenching).